Event description:
I used renu with moisture loc saline solution from jan 06 until almonst 4-06. Went to see my eye dr and he diagnosed conjunctivitis. Still taking medicine (eye drops) he prescribed but if I wear contacts for more than 2-3 days, I start having discharge from my right eye.